Event description:
It was reported that the right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances, measuring greater than 125 ohms. It was noted that both the shocking and pacing impedances had gradually increased. This rv lead remains in service. No adverse patient effects were reported.